Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump had been changed over the last few days, and the day on which it was changed, the blood glucose levels remained high. The customer stated that the high blood glucose was in the 200 mg/dl range for an entire day, but after 24 hours the blood glucose returned to normal. The customer's blood glucose rose as high as over 400 mg/dl, as well. The customer inquired whether the issue may have been related to poor absorption. Customer declined troubleshooting assistance for high blood glucose, advising that they thought it was an issue related to the insertion site. The customer added that surgery was performed previously in the abdomen area, leading to scar tissue and stretch marks at or near the insertion site.